Manufacturer narrative:
The following information has been updated: a.2. Age at time of event: 55. A.2. Age unit: years. A.2. Date of birth: (B)(6) 1964. A.3. Sex: male. B.3. Date of event: 2020-03-18. B.5. Describe event or problem: it was reported that the bd phaseal optima injector (n35-o) experienced a loose injector or separation of injector and mating component during use. The following information was provided by the initial reporter: material no: 515052 batch no: 1907104. Event description: has anyone been having any problems as we are with connections popping off. Is there a change in pump pressure or do you think its just the connections. This patient today had accidently occluded his line when it popped apart at the phaseal connection. It was even taped. We have had several of these and some prior to the phaseal changes. Customer's response to info request: are you able to provide the catalog reference number or description of the affected phaseal device?: 3725124 mckesson 515052 injector lot 1907104. How was the phaseal device connected to the tubing? Phaseal and connector were connected to the primary fluid line. The connection was taped as well. What date(s) did this occur? 3/18/20. Are any patient identifiers available (i.e. Gender, dob, initials, etc.)? Male, (B)(6) 1964 . Did any hazardous medication leak as a result? No leakage. What was done to remedy the issue? New connectors were replaced. Tubing was not changed. Chemo resumed. No harm as nurse was standing there when she heard the click. 13-apr: customer confirmed that the issue was that the injector and connector separated from one another and not from the tubing. D.1. Medical device brand name: bd phaseal optima injector (n35-o). D.1. Common device name: intravascular administration set. D.2. Medical device manufacturer: becton dickinson, s.a. D.2. Medical device type: onb. D.4. Medical device catalog #: 515052. D.4. Medical device lot #: 1907104. D.4. Medical device expiration date: 2020-02-29. D.4. Unique identifier (UDI) #: (B)(4). G.1. Manufacturing location: becton dickinson, s.a. G.5. PMA/510(k)#: k181221. H.4. Device manufacture date: 2019-07-17 h3 other text : see h.10.

Event description:
It was reported that the bd phaseal optima injector (n35-o) experienced a loose injector or separation of injector and mating component during use. The following information was provided by the initial reporter: material no: 515052 batch no: 1907104. Event description: has anyone been having any problems as we are with connections popping off. Is there a change in pump pressure or do you think its just the connections. This patient today had accidently occluded his line when it popped apart at the phaseal connection. It was even taped. We have had several of these and some prior to the phaseal changes. Customer's response to info request: are you able to provide the catalog reference number or description of the affected phaseal device?: 3725124 mckesson 515052 injector lot 1907104 how was the phaseal device connected to the tubing? Phaseal and connector were connected to the primary fluid line. The connection was taped as well. What date(s) did this occur? 3/18/20 are any patient identifiers available (i.e. Gender, dob, initials, etc.)? Male, 12/23/64 did any hazardous medication leak as a result? No leakage what was done to remedy the issue? New connectors were replaced. Tubing was not changed. Chemo resumed. No harm as nurse was standing there when she heard the click. 13-apr: customer confirmed that the issue was that the injector and connector separated from one another and not from the tubing.

Manufacturer narrative:
The following fields were corrected: b.5. Describe event or problem: it was reported that the bd phaseal optima injector (n35-o) experienced a loose injector or separation of injector and mating component during use. The following information was provided by the initial reporter: material no: 515052 batch no: 1907104. Event description: has anyone been having any problems as we are with connections popping off. Is there a change in pump pressure or do you think its just the connections. This patient today had accidently occluded his line when it popped apart at the phaseal connection. It was even taped. We have had several of these and some prior to the phaseal changes. Customer's response to info request: are you able to provide the catalog reference number or description of the affected phaseal device?: 3725124 mckesson 515052 injector lot 1907104. How was the phaseal device connected to the tubing? Phaseal and connector were connected to the primary fluid line. The connection was taped as well. What date(s) did this occur? 3/18/20. Are any patient identifiers available (i.e. Gender, dob, initials, etc.)? Male, 12/23/64. Did any hazardous medication leak as a result? No leakage. What was done to remedy the issue? New connectors were replaced. Tubing was not changed. Chemo resumed. No harm as nurse was standing there when she heard the click. (B)(6): customer confirmed that the issue was that the injector and connector separated from one another and not from the tubing. H.6. Investigation summary : no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for lot 1907104, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Five retained samples of the same lot were used for additional evaluation. The product was visually inspected and no defects were identified. Functional testing was performed, engaging and disengaging the injectors and sample connector from lot 1906101. In all cases the product functioned properly, and no issues were observed. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. Testing results were reviewed for lot 1907104 and no issues were observed. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time. Complaints received for this defect and device will continue to be monitored by our quality team for signs of emerging trends. H3 other text : see h.10.

Event description:
It was reported that the bd phaseal optima injector (n35-o) experienced a loose injector or separation of injector and mating component during use. The following information was provided by the initial reporter: material no: 515052 batch no: 1907104. Event description: has anyone been having any problems as we are with connections popping off. Is there a change in pump pressure or do you think its just the connections. This patient today had accidently occluded his line when it popped apart at the phaseal connection. It was even taped. We have had several of these and some prior to the phaseal changes. Customer's response to info request: ¿are you able to provide the catalog reference number or description of the affected phaseal device?: 3725124 mckesson 515052 injector lot 1907104. How was the phaseal device connected to the tubing? Phaseal and connector were connected to the primary fluid line. The connection was taped as well. What date(s) did this occur? (B)(6) 2020. Are any patient identifiers available (i.e. Gender, dob, initials, etc.)? Male, (B)(6) 1964 . Did any hazardous medication leak as a result? No leakage. What was done to remedy the issue? New connectors were replaced. Tubing was not changed. Chemo resumed. No harm as nurse was standing there when she heard the click. (B)(6): customer confirmed that the issue was that the injector and connector separated from one another and not from the tubing.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that an unspecified number of an unspecified bd phaseal device experienced leakage at the tubing. The product defect was noted during use. The following information was provided by the initial reporter: material no: unknown batch no: unknown. Has anyone been having any problems as we are with connections popping off. Is there a change in pump pressure or do you think its just the connections. This patient today had accidentally occluded his line when it popped apart at the phaseal connection. It was even taped. We have had several of these and some prior to the phaseal changes.